Event description:
Reporter stated the infusion device turned off without providing an alert/error message. The patient noticed the issue when his blood glucose elevated to 400 mg/dl. He was unable to turn the infusion device on for 10 days, and then suddenly it began to work again. This happened a second time, and the infusion device was off for 3 days. He discontinued use of the infusion device and began to deliver insulin via pen. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).